Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the fiber tip fell off after 100,000 joules of fiber use. There was no injury to the patient.